Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter did not drain urine into the bag. The complainant stated that urine allegedly pooled in the patient's bladder. The catheter was replaced without impact to the patient. Additional information has been requested.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter did not drain urine into the bag. The complainant stated that urine allegedly pooled in the patient's bladder. The catheter was replaced without impact to the patient. Additional information has been requested.